Event description:
A customer reported receiving a minimum fill notification when attempting to load a new cartridge onto their pump. Blood glucose levels were unaffected by the issue, with readings not exceeding 500 mg/dl (27.7 mmol/l). Technical support guided the customer through the process of filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume insulin delivery using their pump.